Event description:
The plate was broken due to place her hand after 8 week later from initial surgery.

Manufacturer narrative:
The reported event that 2.3 m variax hand lock t-plate,narrow,6holes was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Note that due to the hospital policy, no additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As indicated ¿ the plate was broken due to place her hand after 8 week later from initial surgery¿, therefore the plate breakage was most likely patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The plate was broken due to place her hand after 8 week later from initial surgery.